Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable of the of the system controller was confirmed via submitted image. The heartmate ii system controller (serial #: (B)(6)) was not returned for analysis. A log file was submitted for review spanning approximately 26 days ((B)(6) 2018 ¿ (B)(6) 2018, (B)(6) 2000, (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Events occurring prior to (B)(6) 2021 are not related to the reported event. Events occurring on (B)(6) 2000 are from when the system clock was not set. There were no notable events in the log file related to the white and black power cables. Additional information communicated on 28may2021 indicated that the heartmate ii system controller (serial #: (B)(6)) would not be returning for analysis. The root cause of the reported event was unable to be conclusively determined in this analysis. During the investigation there was an incidental findings of fluid ingress in power cables. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known short to shield is reported in MFR report # 2916596-2018-04091.

Event description:
Related manufacturer's report number: 2916596-2021-00620. It was reported that the patient was seen in the emergency room. The patient had a fall with unknown injuries. Patient has decreased loc (loss of consciousness) and cannot speak to what happened. The patient had a controller exchange on (B)(6) 2021 with inr therapeutic 2.1 due to broken power lead wires. On history, noted low flow to 0.0 lpm on (B)(6) 2021 at 1553. Of note, the patient has a known short to shield and uses orange cable at home. The log file captured a brief pump stop on (B)(6) 2021. There are 2 possible causes of this pump stop. A controller high current event or a percutaneous lead issue. It is possible the short to shield may have matured into a phase to phase short. It was reported that the patient definitely did not have a grounded cable at home. The patient had a previous driveline repair with current known short to shield.